Event description:
Event description cpi received information that these bipolar leads, model 4269 and 4261 were explanted for muscle stimulation. During the procedure to remove the leads, the physician explanted the implantable pulse generator (ipg) for a 'malfunction'.

Manufacturer narrative:
Cpi analysis of the model 4261 lead found that it passed the hipot test, air pressure test, stylet insertion test and the conductor resistance test. Analysis of the model 4269 lead found that it passed the stylet insertion test and conductor resistance test. There were puncture holes and tears in the insulation which were determined to be caused by the lead being too close to the tricuspid valve.